Event description:
The customer reports: during insertion, sheath peeled away from dilator as it was just entering the tissue. A second sheath was used to continue the procedure.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and dilator for evaluation. Traces of biological material were observed inside the sheath. Visual examination revealed that the peel-away sheath had split prematurely near the distal end. The end appeared deformed; however, the sheath was torn along the score lines. White marks were observed where the sheath began to tear and the tip of the sheath is peeled/bent back indicating stress. The overall sheath length from the tabs to the distal end measured 2.75", which is within the specification limits of 2.625"-2.875" per the catheter peel-away graphic. The peel-away inner diameter measured .067", which is within the specification limits of .065"-.067" per the peel-away extrusion graphic. The split in the sheath started at the distal tip and ended approximately 9mm from the distal tip. The returned dilator was able to be fully advanced and retracted as expected. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit provides suggested insertion techniques for the peel-away sheath. The IFU states, "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel." The reported complaint that the sheath tore incorrectly was confirmed by complaint investigation. The sheath was returned with a split down the score line that had started at the distal end. White marks were identified on the tear, along with the tip peeled back, indicates stress on the sheath. A DHR review was completed with no relevant findings. Based on the condition of the returned sheath and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: during insertion, sheath peeled away from dilator as it was just entering the tissue. A second sheath was used to continue the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: during insertion, sheath peeled away from dilator as it was just entering the tissue. A second sheath was used to continue the procedure.